Event description:
It was reported that the device was fractured. A 200cm x 10cm fathom -14 guidewire was selected for renal arteriography. During preparation, when the guidewire was unpacked, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed and it was observed that the guidewire was kinked at the distal section. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. A 200cm x 10cm fathom -14 guidewire was selected for renal arteriography. During preparation, when the guidewire was unpacked, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).